Event description:
The customer reported that the "loudspeaker is not working". The device was used for monitoring at the time of the alleged malfunction. No death, serious injury or adverse event occurred or was reported as a result of this issue.